Event description:
It was reported, the implant had moved from left to right and was causing the patient a ¿great deal¿ of pain. This began two months prior and the patient wanted the device removed. Two days later, it was also noted that it ¿never worked¿ in addition to causing pain. The patient wanted the device removed because it ¿never helped her.¿ it was stated, there were no side effects, but the patient had been in bed in pain ever since implant. Additional information has been requested, a follow up report will be sent if additional information is received. Refer to manufacturer report #3004209178-2014-08152. The patient has two systems and alleged the same issues on both.

Manufacturer narrative:
Product ID 3093-28, lot# v806857, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).